Event description:
Dexcom g7 failure. I have had more 5 sensors fail in the past year. Dexcom has sent replacement. However, when it fails and I'm traveling or at work, I do not know my glucose levels.